Manufacturer narrative:
A specific root cause could not be identified. Insufficient information was provided for further investigation. Calibration and control results prior to and after the event were within specification. No adverse events were reported.

Event description:
The user received a questionable troponin I stat (tni) result for one patient sample. The sample was drawn in the ER and the initial result at approximately 1 pm was 0.83 ng/ml. The patient was admitted to the hospital based on the troponin I result. Another sample for troponin I was drawn around 7 pm and the result was <0.3 ng/ml. The doctor then questioned the result of 0.83 ng/ml. The original sample was pulled and retested and the result was <0.3 ng/ml. The user stated it did not appear the patient was kept in the hospital based on the troponin I results and other than the patient being admitted to the hospital, she knew of no other treatment based on the troponin I result. The patient was discharged and the user could not provide further information regarding the condition of the patient. The tni reagent lot number was 15779101. The field service representative could not determine a cause and could not duplicate the issue. As a precaution, he changed the pinch tubing and realigned the measuring cell tubing with the internal line. To verify the analyzer operation, he ran performance testing which was acceptable.